Event description:
Procedure type: bullectomy. According to the reporter: stapling could be done, but cutting was not be done. The surgeon had to resect more tissue than what was originally planned due to the product problem. Bleeding under 200cc occurred. Another device was used to finish the procedure. Nothing fell into the pt cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).